Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Attempt(s) for additional information were unsuccessful due to no family consent. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant product: product ID d354vrg, implanted: (B)(6) 2012. (B)(4).

Event description:
An implantable cardiac defibrillator (ICD) system was returned from the wilson funeral home with no information. Information identified in the paperwork indicated the patient died approximately 10 months post implant of the ICD system. A cause of death was requested and not received.

Manufacturer narrative:
Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual analysis only performed. Product ID d354vrg, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.